Event description:
It was reported the lcs15 was used during a not reported procedure. It was reported by the affiliate that no contact was made at the blade tips. There was lots of blood involved, not cut or coagulation. The instrument was cleaned and pulled apart and then reassembled. There was no consequence to the pt.

Manufacturer narrative:
H2,3,6; g4: added additional info. D5,6; h4: info not available. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: evidence of debris in threaded area, no; evidence of non-functionality, yes; external damage to lcs/cs housing, yes; external physical damage, clamp pad and cla. Functional tests & results: blade not energize/cut correctly, no; lcs/cs jaw not open/close correctly, yes; lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with the clamp pad and clamp arm damaged which caused the device to be non-functional. No conclusion could be reached as to how the damage to the instrument occurred. Mfg and engineering have been notified of the reported incident.